Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient's left ventricular lead exhibited loss of capture. X-ray confirmed that the position of the left ventricular lead looked good. The physician replaced the left ventricular lead on the same procedure as a mitral valve repair. The patient had coded in the surgery department on the way to surgery and was intubated. The lead was capped and the mitral valve surgery was completed on (B)(6) 2019. The patient was transferred to the intensive care unit and recovering.